Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump alarmed critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to corroded battery tube. Unable to verify critical pump error (open book image) alarm due to blank display. Unable to perform the functional testings including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Unit was received with cracked battery tube threads, scratched case, minor scratched lcd window and cracked select button keypad overlay.